Manufacturer narrative:
The reported guide wire was received at csi for analysis. Visual examination confirmed the guide wire was fractured, at the distal end near the spring tip. The spring tip section was not returned for analysis. Scanning electron microscopy analysis revealed damage to the proximal spring tip solder bond, and evidence of tensile failure on the fracture face. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. It was hypothesized that the fracture was due to tensile forces that were applied during the removal process, however this could not be confirmed, and the root cause remained undetermined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Orbital atherectomy treatment was successfully administered to the right coronary artery (rca), and stent placement was performed. During the removal process, the radiopaque part of the wire fractured in the proximal rca. Attempts to retrieve the fragment were unsuccessful, and stent placement to the area was performed. The patient was reportedly fine and the lumen appeared open.